Manufacturer narrative:
The reporter returned photographs of the affected devices, rather than the devices themselves. The reported deviation was confirmed upon visual inspection of the received pictures. From the pictures, it was verified that the blood spike was detached from its tubing. The incoming inspection records for the blood spike indicated that it met all requirements. A review of the device history record revealed that the manufacturing lot involved met all specifications for product release; no deviations were reported during manufacture. The tubing is attached to the blood spike by a solvent bonding procedure; unfortunately, the resolution of the photographs was insufficient to confirm solvent presence or tube insertion depth. As a result, the adequacy of the solvent bond, or indication of why the bond had become separated, could not be evaluated. Summary: the user's report was confirmed. Proximate cause, and therefore, root cause were indeterminate. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a blood processing organization that uses the firm's cord blood transfer/freezing bag devices that technicians have discovered on several occasions the tubes attached to the collection bag become detached after centrifugation. Samples were not retained, however, pictures of the alleged defect observed were provided.